Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the CT image provided. The distributor reported that a screw backed out of a sternalock 360 plate. The distributor stated the doctor used a manual screwdriver to lock the screws and felt that they obtained bi-cortical fixation. It was also reported the screw was identified in a x-ray a few weeks postoperatively during a follow-up and there are no plans to remove/replace the screw. The distributor provided an image from a CT scan. Upon review of the image, it can bee seen that the screw is backed out of the plate completely and is loose in the body. A portion of the plate can be seen on each side of the gap in the sternum indicating that the plate has not loosened. No additional factors can be determined due to poor quality of the CT image/lack of additional CT images. The product remains implanted. No product was returned and no functional tests or inspections could be performed. Review of the complaint history determined that no further action is required as no trends were identified. Based on the information and CT image provided, it could not be determined what caused the screw to become loose. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
During a follow up conversation regarding the event reported in 0001032347-2017-00706, the sales associate reported there were two other patients who also had a screw back out; no dates or patient information is known. The second event is reported in 0001032347-2017-00710. The warnings in the package insert state this type of event can occur. The product remains implanted into the patient and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw backed out of a sternalock 360 plate post operatively. The sales associate confirmed that there are no plans to remove the screw. The sales associate advised that during the original procedure, the surgeon used a manual screwdriver to lock the screws and felt they obtained bi-cortical fixation. More information was requested but has not been received.